Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and was observed in a patient with a concomitant device that caused electromagnetic interference (emi) artifact. Technical services (ts) determined that the undersensing was attributable to low intrinsic amplitude noted on the presenting electrogram (egm), possibly due to the concomitant device. Technical services (ts) provided reprogramming options. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.